Event description:
It was reported that low and high voltage lead impedance showed out of range via review of trend reports. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient was doing well post-procedure.